Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the device was alarming and did not know the meaning of the code. It was noted the patient had been in pain for the past 7 days.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 8mg/ml at 1.6509 mg/day and bupivacaine 3mg/ml at 0.6191 mg/ml, via an implantable pump. The indication for use was spinal pain. A motor stall was reported. On (B)(6) 2017, at 19:39 hours, the patient heard an alarm sound from his pump. The patient wasn't sure what it meant and wasn't feeling any negative effects so the patient went to bed. The following morning the checked his ptm (personal therapy manager) and it gave him an 8476 (motor stall) message. The patient contacted his managing physician who instructed the patient to go to the ER (emergency room). Upon arrival the patient was seen by the ER (emergency room) physician who noted that the patient was not experiencing withdrawal symptoms. This was confirmed by the managing physician. The company representative was notified by the managing physician at 09:30 hours on (B)(6) 2017 of the issue and went to the ER (emergency room) to assist with troubleshooting the pump. The company representative interrogated the pump and pulled the logs, taking note of the motor stall at 19:39 hours on (B)(6) 2017 and confirmed that the motor stall did not recover. The physician made mention of wanting to reset the pump, so the company representative called the manufacturer to provide feedback on the best option in this situation. They recommended setting the pump to minimum rate in case the pump recovered within the next few days and in case the doctor wanted to treat the patient's pain with oral medication. The physician set the pump to minimum rate and decided to schedule the patient for pump replacement on (B)(6) 2017. The physician would replace the pump with a different manufacturer¿s pump. The environmental, external, or patient factors that may have led or contributed to the issue was noted as the physician was using off label drugs in the pump, dilaudid at 8.0 mg/ml and marcaine at 3.0 mg/ml. No patient symptoms were reported. The issue was not resolved at the time of the event and the patient¿s status was noted as alive, no injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative reported the 40cc pump was removed and replaced with a new manufacturer 40cc pump on (B)(6) 2017. The hospital/patient opted to keep the pump "for the patient's lawyer," and thus the rep was not able to retrieve it to send back for analysis. The pump was handed directly to the patient after the procedure. The lawyer information was unknown. No further complications were reported/anticipated.